Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: tibial component extremely loose and easily removed, bone cement found loose, instability and limping, radiolucency noted, fragmentation of the native patella. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the patient underwent an initial right total knee arthroplasty. Approximately 9 years post implantation, the patient was revised on due to pain, instability, limping, decreased adls, radiolucency and broken native patella. During the revision noted gross loosening of tibia component and bone cement. The tibia, femur, and articulating surface were exchanged without complication. The patella remained implanted.

Manufacturer narrative:
(B)(4). D10: 00598800300 - tibial component - 62657540; 00598009000 - stem extension - 62688176; 00596009900 - taper stem plug - 62618719; 00575201502 - femoral component - 65834779; 00595203014 - articular surface - 62365742; unknown cement. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01475.